Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic bacterium infection. It was further reported that vegetation was noted on the right atrial (ra) lead. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.